Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 350 mg/dl. The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found damaged.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The device download data contained no timeouts, drive stalls, or alarm. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test.